Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was in the 50 mg/dl range and 60 mg/dl range. The patient treated with food and glucose tablets. The customer believed that the insulin pump may have been over-delivering. Troubleshooting was initiated for the prime and rewind anomaly. The customer primed the infusion set, received a blank screen, and when the act button was pressed the insulin pump would go back to the rewind process. The call was disconnected and troubleshooting did not complete. The insulin pump was not returned for analysis.